Event description:
Guidant received information that during a pacemaker changeout procedure for normal battery depletion, it was noted that this ventricular lead had an elevation in impedance measurements since implantation. The patient has had no adverse effects. New information was received that this lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observations confirmed that only a portion of the lead was returned. The proximal segment only was returned severed, measuring 6.2 cm from the pin. There were set screw markings on the terminal pin and ring portion of this lead. This damage was determined to be procedurally induced. Direct current resistance testing showed that the returned segment of the lead is continuous.

Event description:
Guidant received info that during a pacemaker changeout procedure for normal battery depletion, it was noted that this ventricular lead had an elevation in impedance measurements since implantation. The patient has had no adverse effects.